Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation in the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that this unit was alarming "vent inop, motor fault, and xdcr fault." There was no patient involvement at the time of the incident.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect component for investigation. An investigation was performed and identified the root cause of the reported issue was due to a degraded transducer within the assembly (pt 800). The pt 800 component¿s differential voltage is outside of manufacturer specifications. This issue will be internally investigated within carefusion.